Manufacturer narrative:
The tech found the stretcher had old brake linkage and the retaining screw was broken. He replaced the brake linkage and screw to repair the stretcher.

Event description:
Info received indicates the brake pedals when applied would not lock the casters.